Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 (mg/dl). The customer did not indicate what was done to address their bg level. Reportedly, the suspected cause of the bgs is due to new medications for other health issues and the customer's health care providers (hcp) and endocrinologist are working to balance the customer's medication needs. The customer declined troubleshooting and is working with healthcare provider regarding diabetes management.